Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the image loss and e315 error message were unable to be confirmed, but the occurrence was likely. Evaluation did find the device was leaking and failed an automated leak test. The plug body had fluid ingress, which triggered the moisture indicators. Also, evaluation found the up/down and right/left angulation was not to specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Updated fields: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315) temporarily. Olympus will continue to monitor field performance for this device.